Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during unsuccessful implant of the initial right ventricular lead, this right ventricular (rv) lead was attempted to be implanted but once again after the attempting to implant the lead in the first position high out of range pacing impedance measurements were noted when the lead was tested with the pacing system analyzer (psa). The lead helix was rotated more than thirty turns until the helix extended. The lead was attempted to be repositioned but then was extracted. After the extraction procedure the helix could not be moved. No adverse patient effects were reported. This lead will be returned. A competitor lead was finally implanted.